Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that shock impedance measurements had been trending high on this implantable cardioverter defibrillator. A high out-of-range measurement was noted upon technical services (ts) review of device data. At the time of the last delivered shock, shock impedance measurements had been within a normal range. A ts consultant discussed troubleshooting options. No adverse patient effects were reported. Additional information noted that a synchronized 41j shock was delivered and impedance measurements were within normal limits. No additional adverse patient effects were reported. The physician reported they would monitor the patient. This device remains in service.

Event description:
It was reported that shock impedance measurements had been trending high on this implantable cardioverter defibrillator. A high out-of-range measurement was noted upon technical services (ts) review of device data. At the time of the last delivered shock, shock impedance measurements had been within a normal range. A ts consultant discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.